Manufacturer narrative:
The insulin pump was received with blank display due to severely corroded battery tube and battery cap contacts noted. Also moisture damage on keypad traces noted during our visual inspection. Unable to perform functional testing due to blank display. Unable to verify failed battery test alarm and button keypad unresponsive due to blank display. The insulin pump has cracked the lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and shifted end cap sticker.

Event description:
It was reported by the diabetes clinical manager that the customer had a keypad anomaly on the insulin pump. Customer had tried several different batteries and the pump did come up once with a failed battery test. Customer replaced the battery and the act button was not working. Customer was taken off the pump by the health care professional 2 weeks ago because they could not get it working. Customer's blood glucose was in the 200's mg/dl. The diabetes clinical manager declined to troubleshoot for the blank display. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.